Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient¿s stimulator in their back popped out and hurts. The patient had appointments scheduled on (B)(6) 2014 and (B)(6) 2014 with her health care provider (hcp). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.